Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the volumes correctly. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not displaying the volumes correctly. The rse advised the customer to perform a performance verification test (pvt), in order to diagnose the issue. During troubleshooting, the average air slpm (standard liters per minute) was checked on the pneumatics screen. The rse had the customer set the flow and pressure to zero. It was reported that the average air reading was 2.0 (tolerance is -1.0 to 1.0) for the air flow accuracy test (set to zero). The rse advised the customer to replace the flow sensor assembly and provided the customer with the part number for replacement.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the issue was caused by user error, and that there was no problems found with the device. No furthe details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.